Event description:
Pt status post brain surgery with ventriculostomy in place. Nurse reports that large amounts of serosanguinous fluid was noted under the pt's head. The ventriculostomy disconnected at hub of catheter to tubing connection; estimated csf loss of 50-60cc's. Intervention was required to prevent permanent impairment/damage.